Event description:
It was reported that the patient had a potential infection with slight discharge at the implantable pulse generator (ipg) site. The patient spent two days in the hospital on intravenous antibiotics and was then discharged. There were no signs of infection at that time, however, after being discharged the patient underwent a course of antibiotics to be sure and has since recovered. The devices remain implanted in the patient.